Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain and cloudy peritoneal effluent. On the day of the onset of peritonitis, the patient was hospitalized. Dianeal therapies were ongoing. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4): it was reported that the patient was treated for 20 days with unspecified antibiotics. The patient was hospitalized for three weeks before being discharged. At the time of this report, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however, it was reported the patient was born in 1935. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.